Manufacturer narrative:
(B)(4). The insulin pump passed active current measurement and displacement test. Insulin pump received power error detected due to non-sleep anomaly software error. Insulin pump failed sleep current measurement due to unexpected battery power loss and power error detected. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a weak battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.